Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the infusion set filter leaked which created a potential for a line infection of a port-a-catheter. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a filter leak was confirmed. Visual inspection showed no anomalies. During functional testing small droplets were observed to leak from both air vents. The root cause of the customer's report was not identified.

Event description:
The customer reported that the infusion set filter leaked which created a potential for a line infection of a port-a-catheter. There was no report of patient harm.